Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The product surveillance technician (pst) observed the power button would not turn the pump head on or off. Pst disassembled the small display and replaced the membrane display panel with a lab use only membrane display panel. The roller pump was then able to be powered on and off appropriately, indicating that the customers membrane display panel was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, they were only able to turn the pump head on/off using the button on the screen of the heart lung machine (hlm). They tried the pump on another hlm and the issue remained.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump power button would not turn the pump head on or off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the roller pump control knob was not functional. He replaced the control/display panel and the display to the pump board cable. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.